Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(6) physician bolus in progress' message was encountered on the personal therapy manager (ptm). "They thought the bridge bolus was completed but not completely sure." An overdose was later reported with the symptoms of "nausea, sweating, somnolence, diarrhea and dizziness." The drug dose was increased by 44% by the patient's managing physician on (B)(6) 2011 and the dose was decreased to the previous one thereafter. The cause of the overdose was stated as "too large of a titration." The patient's status was reported as doing well. The drugs infused via the pump included dilaudid and prialt (dose and concentration unknown).